Manufacturer narrative:
The device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (left: grade IV, right: grade iii) and rupture. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (left catalog #:3505504bc, left serial #: (B)(4), right catalog #: 3505504bc, right serial #: (B)(4)) on (B)(6) 2019. This report is for the right prosthesis.

Manufacturer narrative:
On 2/12/2020, the mentor failure analysis lab received the device for evaluation. During investigation, it was determined that the devices were manufactured at the mentor medical devices b.v. Facility in leiden, the netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Since the complaint device does not meet the criteria for MDR reporting, no additional supplemental reports will be sent for this event. Manufacturer contact phone number: (B)(4). Manufacturer site phone number: (B)(4). Manufacturer site fax number: (B)(4). Manufacturer¿s reference number: (B)(4).